Manufacturer narrative:
Quality control testing on reserve samples confirmed that the product met release acceptance criteria.

Event description:
Limited information from the customer was provided. The customer stated that during a surgery on (B)(6) 2023, duramatrix product tore as pa was suturing. Intervention surgery required two-weeks post-op to repair. Additional information was requested from the customer, including patient status and nature of the surgery/event, however information was not provided. Patient impact and any additional information about the surgery and patient was also requested but not provided. No further information was provided.